Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during clinical assessment: redness or swelling was identified at or around the central line insertion site. No other information was provided.